Event description:
During anesthesia (n2o and isoflurane) for excision of rt thigh aneurysmal bone cyst, pt experienced blood loss. Fluid resuscitation provided with blood rpoducts and crystalloid through level one rapid infuser. Pt had poor bp response. Tee performed to check cardiac function and revealed underfilled rt ventricle and air in rt atrium/rt ventricle. Pt expired.